Event description:
It was reported that this right ventricular (rv) lead was capped and surgically abandoned due to exhibiting high capture thresholds. A new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was capped and surgically abandoned due to exhibiting high capture thresholds. A new lead was implanted. Additional information was received that upon further review of the documentation related to this lead, a drop in impedance measurements was noted, bus still within range as well as non physiologic signals. No additional adverse patient effects were reported.